Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the guide pin of the electrical connector was shaved and water tightness was lost, the number of missing elements exceeded standard value due to damage to the ultrasonic cable, the displayed ultrasound image was defective with missing elements due to damage to the ultrasonic probe, the acoustic lens was peeled and damaged, the distal end was dented, and the connecting tube had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cleaning brush could not be removed from the evis exera ii ultrasonic bronchofibervideoscope during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that the customer complaint was confirmed. The cleaning brush could not be inserted or removed due to clogging of the instrument channel with foreign material. Due to the clogging, foreign objects came out of the distal end. The report is being submitted due to foreign objects coming out of the distal end found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: presoak for excessive bleeding and/or delayed reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.